Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an increase in pace impedance measurements was noted. The measurements appeared high and out of range. An operation to add a new lead will be done in the future. No adverse patient effects were reported.